Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-54, serial# unknown, product type: accessory.

Event description:
A patient reported poor coupling and they rarely get more than 4 shaded bars, unless they are standing. The patient does not use the belt as they are bigger and it is uncomfortable. They also tried the adhesives, but they still need to constantly adjust due to poor coupling. During troubleshooting, they attempted an antenna locate (al). The first time they received 2 bars, the 2nd time they got 4 bars and after adjusting the dial again, they received 6 bars and then dropped to 4 bars. The implantable neurostimulator (ins) was indicated for post lumbar laminectomy syndrome/spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they did not notify their managing physician regarding the event. No steps were taken to resolve the event, the patient reported they would still do the charging the best that they can, but did not have time it would take to pursue. Additionally, it was reported that recharging was taking too long.

Event description:
Additional information received from the patient indicated the ins was tilted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had never been able to charge their implantable neuro stimulator (ins) easily, as they would have to reposition the antenna to get good coupling, which was four to six bars. During the call, the patient mentioned that the issue had progressed in the last week or two prior to the date of this report. The patient stated that they had been having extraordinary problems recharging and that their recharger couldn¿t find the ins, ¿not even one or two blocks¿ and if they really struggled then they could get it to work. The patient mentioned that in the past three days, the recharger couldn¿t find the ins at all. The repair department was contacted and a replacement recharger was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the replacement charger is working but it's still difficult to get a good connection and it's always been a problem. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 3550-54 lot# serial# unknown implanted: explanted: product type accessory correction to provide the patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.